Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure the right ventricular (rv) lead exhibited multiple dislodgements. This rv lead was attempted but not used, and was replaced. The patient experienced asystole. The replacement rv lead exhibited loss of capture and a micro-dislodgement was suspected. The right atrial (ra) leads exhibited high thresholds and had dislodged. The rv and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.